Event description:
It was reported that the laser fiber broke during a stone removal case. The laser fiber broke outside of the ureteroscope. The physician thinks the break occurred due to him torquing on the fiber. The device was in use for the seventh time.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.